Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 bursts of inappropriate anti-tachycardia pacing (atp) and 2 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) within two isolated episodes. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.